Event description:
It was reported that the when patient was being discharged from hospital for gross hematuria, he experienced atrial or ventricular arrhythmia, went into cardiac arrest and expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.